Manufacturer narrative:
The investigation of this incidents needs further details from the user/customer. These are: - were a cuff check performed with both tracheostomy tubes before use - not reported. - which method was used to measure the cuff pressure? - not reported. - what was the measured pressure when the leakage was detected? - not reported. Furthermore, both affected tubes returned to tracoe for investigation. On both tubes a tiny little hole was detected nearly at the same place in the distal part of the cuff. After 14 days (1. Cannula) and 21 days (2. Cannula) of use the cuff of the twist tracheostomy tube leaked. There are several causes possible which all lead to the same defect of a cuff leakage. 1. Sharp edged structures of the tracheostoma or trachea (cartilage) rub against the thin cuff material. It was not communicated if an initial cuff test was performed with both cannulas. But the use time of 14 and 21 days showed that the cuff was tight for a long time and some influences of use have led to a leakage. Because of missing details from use it keeps unclear which kind of influences supported the defect occurance.

Event description:
After 14 days (1. Cannula) and 21 days (2. Cannula) of use the cuff or the cuff system of the tracoe twist tracheostomy cannula leaked. On both cannulas a tiny little hole was detected at more or less the same place. T was reported that the patient was shortly desaturated and need a tube change.